Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly as it remained inside of the loading device upon removing the delivery device. The surgeon observed that the seal was cracked upon attempting to set the seal with his hand. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not return the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).